Event description:
Intra-aortic balloon catheter inserted during a coronary artery bypass graft procedure. The balloon on the catheter began to leak. The catheter was replaced with a smaller diameter catheter. Pt unable to "wean" off cardiopulmonary bypass and pt expired on 1/23/95.